Event description:
It was reported that pump screen stayed dark and would not turn on, with a red light blinking around button and no vibration. There was no adverse impact to the customer's blood glucose level. Customer tried multiple steps with technical support, including pressing button in different ways and connecting pump to a working charger, but display did not turn on, so pump was placed into storage mode and arranged for return, and customer was provided a replacement pump and planned to use backup insulin pump therapy while programming settings and reconnecting continuous glucose monitor to replacement device.